Event description:
It was reported that the patient implanted with this pacemaker and associated right ventricular (rv) lead presented to the emergency department with loss of capture. A lead revision was performed and when the pocket was opened the helix on this rv lead was found to be retracted. The lead was explanted and replaced. However, overnight loss of capture was again observed and a temporary pacing system was inserted with a plan to revise the lead the next day. At the new revision, fluoroscopy showed the lead was in the same position but was not capturing at high outputs through the pacemaker. Due to these issues, the physician elected to explant the new rv lead and the existing pacemaker. A non-boston scientific lead was implanted and a new pacemaker of the same model was connected, with normal lead values obtained. After 24 hours, the parameters remained within normal limits. The patient remained in the hospital and was expected to fully recover. The explanted pacemaker was expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.